Event description:
During a ptca procedure, difficulties were encountered removing the guide catheter. The physician advanced the runway guide catheter to the rca. When the physician torqued the guide catheter, it became wrapped up in the sheath. The physician was unable to advance the guide catheter. While attempting to pull back on the guide catheter, the guide catheter and the wire came out, and the hub came off the guide catheter. The physician then cut the guide catheter at the sheath and used a wire to retrieve the remaining portion of the guide catheter still inside of the pt. No pt injuries or complications were reported.